Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) is not broken or damaged. There is an internal o-ring that has obscured the view of the scope.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated sections: b4, d10, g4,g7,h2, h3, h6, h10 the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 07/21/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, with no visual defects observed. The black washer was observed to be intact, with no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear. Based on the results of the evaluation, the reported failure "poor quality image" was not confirmed.